Event description:
It was reported that an atrial lead warning triggered for high impedances. Capture and sensing thresholds are "good" according to the clinician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead (B)(6) 1999. (B)(4).